Event description:
It was reported that the anesthesia workstation generated technical error codes indicating a pressure transducer error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. The system was investigated by our field service technician. The reported failure was not reproduced and no parts except for a damaged gas analyzer sampling line were replaced. The device logs were saved and sent for evaluation. The system was returned for clinical use. Evaluation of provided device's logs for the reported date of event shows several technical error alarms indicating pressure transducer error. The system checkout also failed the pressure transducer test due to the zero pressure offset value for the fresh gas pressure transducer had drifted outside defined intervals (drifted more than +/-300 mv from factory default). Our conclusion is that the cause of the reported failure in this complaint was a faulty fresh gas pressure transducer pcb. The fresh gas pressure transducer pcb was later replaced due to the reported failure having reoccurred. This event was reported in mfg report number 8010042-2023-00921. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment.

Event description:
Manufacturer's ref. #: (B)(4).